Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the facility is not certain which problem is associated with which applier or lot number. The issues identified include: jaws jammed when hem-o-lok fired ligating the peritoneum, difficult to detach the ae5 applier from tissue, hem-o-lok clip jammed vertically across applier jaws with handle mechanism difficult to use. The patient condition was reported as unknown.